Event description:
Procedure type: liver resection. According to the reporter: endo gia white 60mm staple reloads were used to transect the right hepatic vein. A rupture then occurred at the stump of the pt side right hepatic vein at the staple line. This lead to a pulmonary embolism. The reload was fired over right hepatic vein that was 2cm in length. No difficulty was noted in firing of the instrument. The surgeon went on to staple the liver parenchyma after the initial fire and noted a small amount of bleeding from the previously fired staple line on the right hepatic vein. He oversewed this with prolene suture. The surgeon continued with surgery and shortly noted the right upper quadrant filled with 1.5 liters of blood. Blood was removed and found the orifice of the right hepatic vein completely open. The right hepatic vein staple line was noted to be completely disrupted. Air sucking noise heard. Tee was done and showed an air embolism and thrombus in the ventricle. The pt coded immediately and acls protocol was initiated with recovered heartbeat but never able to get etco2. The tumor itself was located in the middle of the right lobe of the liver and 1-2cm away from the right hepatic vein and there was no tumor involved in this vein. No buttress material was used.

Manufacturer narrative:
(B)(4).